Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 9.2 mmol/l, 7.9 mmol/l, 7.0 mmol/l, 14.0 mmol/l, and 6.7 mmol/l. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.